Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros tsh result was obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent, lot 7270 in combination with a vitros 500 integrated system. The result was lower than expected when compared to a non-vitros roche method. Patient 1 vitros tsh results of 0.137? Iu/ml (hyperthyroid) vs expected roche tsh result of 5.540? Iu/ml (hypothyroid) biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh result was reported from the laboratory. It is unknown if treatment was altered, initiated or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent, lot 7270 in combination with a vitros 500 integrated system. The result was lower than expected when compared to a non-vitros roche method. The assignable cause for the lower than expected vitros tsh result was due to a biotin interference. Although no precision testing was performed on the vitros 5600 system at the time of the event, historical qc results were within expectation and there was no indication that the vitros 5600 system malfunctioned. Therefore, an instrument issue is not a likely contributor to the event. The customer informed the ortho tsc that the patient was in receipt of supplements that contain a high concentration of biotin, although the exact biotin concentration was not provided. As per the vitros tsh instructions for use (IFU), known interference section states the following: "specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples." Therefore, it is confirmed that biotin interference was present in the patient's sample taken on 10 july 2024 which likely contributed to the lower than expected patient sample result of 0.137 miu/l. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7270.